Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Upon evaluation, the cannula cap was properly attached to the cannula tabs. The device worked as intended.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, it was found that the cannula cap nearly came off after the device had been used. No pieces fell into the patient. The same device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.